Manufacturer narrative:
It was reported by the customer that a pyxis medstation es system did not allow users to login during a patient code. The customer added that there was a 5-minute delay in obtaining a rapid sequence intubation kit, which was ultimately retrieved after rebooting the device. The manufacturer asked the customer regarding any patient harm with the customer stating that they were unable to answer. Upon investigation of the actual device used in this incident it was determined that the customer's information technology department, reported that active directory servers were being moved and not working properly. The customer's network team were able to resolve the issue and the customer granted permission to close the case as resolved.

Event description:
It was reported by the customer that a pyxis medstation es system did not allow users to login during a patient code. The customer added that there was a 5-minute delay in obtaining a rapid sequence intubation kit, which was ultimately retrieved after rebooting the device. The manufacturer asked the customer regarding any patient harm with the customer stating that they were unable to answer.

Event description:
It was reported by the customer that a bd pyxis medstation es system did not allow users to login during a patient code. The customer added that there was a 5-minute delay in obtaining a rapid sequence intubation kit, which was ultimately retrieved after rebooting the device. The manufacturer asked the customer regarding any patient harm with the customer stating that they were unable to answer.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6)2021 to (B)(6)2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system did not allow the users to login into the station. The technical support specialist pulled the logs and found that it was a local it issue. He worked with the network team to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.